Event description:
International affiliate reports cenabrospinal fluid did not flow through the implanted device because its distal catheter separated from the valve. The device was explanted. Note: the affiliate did not notify codman USA of this event until 2005 although actual alert date was two months ago. As a result, this medwatch report is being filed late. The affiliate has been advised of the need for prompt reporting of adverse events.